Manufacturer narrative:
Patient information was not made available from the site. On 04/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. Software was uninstalled and reinstalled as a precautionary measure. System performed as intended. Reported issue could not be replicated. - on 04/17/2017 software analysis was unable to determine probable cause with the information provided. - no parts were replaced. - no parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), their navigation system was unexpectedly reverting to the register screen from the navigate screen. The surgeon was actively navigating the sinus when the software would change. They were able to return to navigate and continue the procedure. In trouble-shooting, confirmed they were in the sinus and not switching out instruments or anywhere near the patient tracker. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.